Event description:
Device issue: none. Time of device issue: after vessel closure. Adverse event: thrombosis. It was reported that a physician using a starclose se device achieved arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after the procedure,the patient developed thrombosis from the arteriotomy site up to the external iliac artery. A thrombolectomy was performed. Reportedly, the adverse event was in relation to poor technique and a bad stick." Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.